Manufacturer narrative:
According to the customer, after using the gloves for a second time they developed a "bright red itchy rash on the top of both hands". The customer reported she applied "calamine lotion" at home with no resolve. The customer reported they went to the dermatologist and were prescribed "clobetasol propionate twice a day for two weeks or until symptoms resolve". The customer reported rash is beginning to resolve. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, after using the gloves for a second time they developed a "bright red itchy rash on the top of both hands".